Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, post dilation was performed due to moderate paravalvular leak (pvl). During the post dilation, one beat lost capture while performing pacing over a wire. The loss of capture resulted in the dislodgement of the valve. A coronary occlusion ensued due to the inflow of the dislodged valve. It was also reported that a possible aortic root dissection was seen via fluoroscopy, although not confirmed. An attempt was made to snare the valve and place it above the coronary arteries, but the attempted intervention took too much time and there was lack of perfusion of the coronary arteries. The patient died. The cause of death was the coronary occlusion.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. Four media files were provided for review of event. The patient summary was not provided for anatomical review nor was a valve load inspection. Moderate paravalvular leak is noted in the region of the left coronary cusp (lcc). Imaging shows the post dilatation with what appears to be a loss of capture of the pacer and the medtronic bioprosthetic valve dislodged into the sinuses. Imaging shows the medtronic bioprosthetic dislodged into the sinus with what appears to be an annular rupture that was not present prior to pre-dilatation. Patient summary was not provided but there appears to be mitral annular calcification (mac) present. No echo images were provided to rule out effusion and the image is cropped. A radiographical assessment of effusion is unable to be made, but there was contrast freely moving to the pericardium. The left and right coronary appear with faint filling which would indicate occlusion. The static image did not fully capture the contrast extravasation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported paravalvular leak after valve placement led to a balloon aortic valvuloplasty (bav) resulting in valve dislodgement. Upon review of the information provided, the primary event of valve dislodgement is assessed as likely related to the pro+ valve based on reported observed valve dislodgement while performing post-implant bav resulting in coronary occlusion and subsequent death. Dislodgement is a known potential risk associated with the implantation of the pro+ valve and all reported adverse events and severities are documented in our risk files and instructions for use (IFU). Medtronic is unable to confirm if the aortic root dissection was present or played a role in causing the harms, but the harm severity would not be impacted if there was an additional cascading harm of "dissection¿. Based on the information provided, the death was caused by a coronary occlusion that was related to the dislodgement of the valve to the coronary ostia. The dislodgement was related to the post-implant bav that was conducted under pacing, however there was loss of capture with the pacemaker causing the valve to dislodge. Death, coronary occlusion, myocardial infarction, valve dysfunction (pvl), migration/dislodgement and aortic dissection are known adverse events/harms listed in the IFU and risk management documents. All of the harms/adverse events noted are expected per the risk management files, therefore, no further actions are needed. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. It was reported that a loss of pacer capture during the post-implant bav resulted in the dislodgement, which is supported by the image review. Thus, the cause of the dislodgement was likely use related. Dislodge events are typically not related to a device malfunction. Per the IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors. The valve dislodgement into the sinus was a likely contributing cause. Vascular injuries such as dissection, are known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). However, the image review could not confirm the presence of dissection. The cause of death was reported as coronary occlusion as the attempted intervention took too much time and there was lack of perfusion of the coronary arteries. The valve was not explanted. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no evidence to suggest that a valve malfunction or deficiency contributed to the patient¿s death. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.